Manufacturer narrative:
H3, h6: siemens healthineers completed the detailed investigation of the reported issue. It was stated that with a patient on the table, the system started to tilt, even though no movement button was activated by the user. The analysis of the log files identified the error code 509/17 several times around the provided time stamp which was also displayed to the user. It reveals that the system has recognized that a button is held pressed unusually long or sticking and therefore disabled the affected button. If this is recognized during start up the identified button is also disabled until the problem is resolved and a reboot has been performed. This error was also found in the log files several times in the two (2) days before the reported event occurred, so the operator could have been aware of this malfunction. The affected optigrip (material number 10657026) was returned for investigation. The visual inspection did not show any damage. One screw on the back was not screwed in completely, indicating that the handle might have been opened before this investigation. An initial functional check also did not show any malfunction of the electrical components including dmg. During the continued progression of the investigation the optigrip was opened. No fluid residue, damaged cablings or other visual abnormalities could be identified. When focusing on the metal domes of the switches of the optigrip it was determined that the tilt switches did not snap back as intended after a few tries of pressing from different positions. This behavior was reproducible and confirmed the operator¿s statement that one button had been stuck. All other switches were found to be fully operational. In summary, it is indicated that the unintended movement was due to the sticking tilt button together with the dmg signal. The dmg was activated by the operator (probably unintended) before the system recognized that the button was sticking to disable it. In general, after releasing the dmg the system movements must stop after one (1) second (over travel time). Therefore, it was not necessary to activate the emergency stop button to stop the movement since the dmg function was found without any malfunction. After the defective optigrip was replaced at customer site the fully functional system was handed over to the customer by the service organization. Shs internal post market surveillance does not indicate a general problem with the optigrip (material number 10657026). Based on the results of the investigation, the event is no longer classified as reportable. The complaint has been closed this statement. H11 corrected data: d3: manufacturer street address was corrected and email added.

Event description:
It was reported to siemens healthineers that a malfunction occurred while using the luminos agile. The user stated that, with a patient on the table, the system started to tilt, even though no movement button was activated by the user. The user pressed the emergency stop button to stop system movement. No injury occurred to the patient. It is assumed that in a worst-case scenario a minor to serious injury might be the outcome should the issue recur. Siemens has requested additional information in order to investigate the reported event.

Manufacturer narrative:
D4: not applicable. Primary UDI number - due to the age of the complaint system, a gtin is not available. H10: siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.